Event description:
It was reported that, approximately (B)(6) 2010, the pt began experiencing stiffness and discomfort. The surgeon him and said he was fine. Approx (B)(6) 2010 he returned to his surgeon complaining of pain. A bone scan was taken at that time and results were normal. He is not able to golf as often or for as long a period of time as he is used to. The pain goes down his thigh and up into the groin area. The pt went to the rothman group and the physician said everything looked good. He recommended that the pt began taking celebrex. He can no longer perform normal every day activities without pain and having to rest.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) will be requested. Should additional info become available, the eval summary will be submitted in a supplemental report.